Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions with a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported through a meta-analysis literature article that first generation angio-seals were deployed in the puncture sites post procedure. Pre-deployment angiograms were performed. IV unfractionated heparin was given after sheath insertion and additional heparin was administered approximately every 30 mins to maintain an act level of 220-250. The pts also received a gp/iib/iiia receptor inhibitor with abciximab 2.25mg/kg bolus followed by 0.125 mg/kg each hour via IV infusion for 12 hours and also received aspirin daily. The pts began to ambulate 2 hours after the procedure and 6-8 hours if manual compression was used. Approximately 7 pts of 524 pts experienced a retroperitoneal hematoma. The study was performed between july 1997 and april 2000. The physician who deployed the angio-seals are unk. Additional info was not available.